Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient initials are: (B)(6). Patient weight not provided by reporter. Unknown when pain, non-union, infection occurred. This report is for (6) unknown screws/unknown lot number. UDI: unknown part number, unknown lot number, UDI is unavailable. Original implant date sometime in (B)(6) 2016. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient was implanted with hardware in (B)(6) 2016 (exact date unknown). Postoperatively, on an unknown date, patient developed infection. The hardware removal surgery was performed on (B)(6) 2016 due to non-union, infection, pain, discomfort and irritation. Surgery was completed successfully without any surgical delay. Patient status/outcome reported as good. There are 2 devices in this complaint. This report is 1 of 2 for (B)(4).